Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. The patient experienced hypoglycemia and the cgm reading was low, however the patient did not receive or hear any alert or alarm for low cgm values. The patient´s spouse treated the patient with juice because he felt confused and experienced vision problems. They could not get the patient's glucose readings back to normal values so the patient's spouse decided to take the patient to the hospital. At the hospital they took a blood glucose reading which was 105 mg/dl. There was no medication administered at the hospital and the patient was discharged. At the time of the report the patient was in normal condition. Although the patient was taken to the emergency department, no prescription medication or other medical intervention was provided at the hospital. At the time of the report, the patient was in normal condition. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. An alarm/alert manual test was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The speaker/vibrator resistance was measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.